Event description:
According to the initial reporter, the foot locks of the surgical table were defective, causing the table to slide. This issue was discovered during preventive maintenance of the equipment. There was no reported patient involvement, and there were no adverse consequences as a result of the malfunction.

Manufacturer narrative:
There was no reported patient involvement. There is no established expiration date for this device. The surgical table is not an explantable device. Device was evaluated in field. Device was not returned to manufacturer, as it was evaluated in the field. Evaluation summary: the surgical table's foot locks were determined defective, which caused unwanted intermittent sliding. As a result, these locks were replaced, restoring the table to designated specification.